Event description:
It was reported that a patient's wireless recharger (wr) orange light was flashing - the wr could not recharge nor recharge the implantable neurostimulator (ins). They tried to reset the wr by holding the power button for 45 seconds or so without luck. They did not have the patient controller with the wr app to check on the error status. The patient has been able to charge their ins before. The wr would not connect to a recharger app on a percept patient handset. The manufacturer representative (rep) tried again and received the following messages: recharger low battery, recharger error - 3167, recharger system error - 3169. The rep pressed the power button 20-30 seconds but it did not work. It was reviewed code 3169 indicates the wr is faulty/broken due to a damaged battery pack. Troubleshooting did not resolve the issue. It was recommended to replace the wr. Additional information was received stating that no further actions were taken with the wireless recharger issue. The issue was not resolved, the activa rc of the patient is already overdischarge. The device will not be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.